Event description:
A complaint was received that when using a medisense blood glucose monitoring device, a healthcare facility worker received a drop of blood in their eye when trying to apply a drop of blood to the test strip. Per the reporter of the incident, the hospital patient's finger slipped and the strip acted as a springboard launching the droplet into the operator's eye. No malfunction of the device was reported. There was no report of death or serious injury. The healthcare facility's infection control protocol was followed after the event per the event reporter.